Event description:
Complainant alleged that the clinicians were attempting to treat a pt (age and gender unknown) using the device with a multi-function cable and electrodes, but the device displayed an error code 51 on the bottom of the screen display, and no device functions were operational. The clinicians were able to obtain another device to treat the pt. The complainant indicated that there were no adverse effects on the pt as a result of the reported malfunction.